Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via 6fr sheath after an interventional procedure. Reportedly, the suture of the proglide device failed to deploy. A second proglide device was reportedly used to achieve hemostasis; however, a suture retrieval issue was found on the returned device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported unknown device failure was confirmed as a link break was observed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, a third proglide device was used to achieve hemostasis. No additional information was provided.